Event description:
A malfunction alarm labeled as malf 9 was reported, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information on resetting the pump, assisted with its reset, and confirmed the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.